Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant upstream occlusion alarms, which were not reproduced. Upstream occlusion alarms were confirmed through a review of the event history log. Evaluation found the symptom to be caused by cracks in the zero insertion force tail of the upstream sensor and low fluid numbers. The upstream sensor was replaced to correct the condition.